Event description:
It was reported to philips that the x-ray exposure was not functioning. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the start of the diagnosis procedure, and the procedure was aborted and performed the next day. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to produce x-rays due to the image disk being full. Upon troubleshooting actions, fse found that the power on self-test (post) had failed due to ippc. Fse downloaded the board software and recreated the image store. After downloading the software and recreating the image store, the system was returned to use in good working order.the codes were updated based on the investigation outcome.